Event description:
The surgeon placed the linked trial ulnar & humeral components into the pt for trial reduction. The trials became stuck in the pt. The surgeon tried various instruments for approx 20 minutes to no avail. He finally removed the trials by placing a bone hook-type instrument under the humeral pin and whacking with a mallet.